Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. It was noted that visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant procedure, the physician found it impossible to "unscrew the screw" while implanting the right ventricular (rv) lead. Another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.